Event description:
It was reported that the buttons on the ventilator's support arm bracket that release to secure the bracket to the mounting rail were stuck in and would not move to their normal position, causing instability to the support arm. Patient involvement was unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue can be confirmed by the review of the returned pictures, the balls that attach the rail clamp to the rail, are stuck inside the rail clamp. Previous investigations that have been performed have found that the cause of the reported issue is too wide tolerances on some parts of the rail clamp. This may lead to that the balls that should lock the clamp to the rail either gets stuck and does not secure the clamp or come loose. To correct this, the tolerances of the parts in the rail clamp has been tighten. The improved rail clamp was released in dec 2019. The manufacture date of the reported support arm including the rail clamp is in this case unknown.

Event description:
Manufacturer ref.#: (B)(4).